Event description:
It was reported that a patient underwent a ventral hernia repair procedure on (B)(6) 2012 and mesh was used. The patient went to the doctor's office on (B)(6) 2012 because the incision burst open and bowel was exposed. It appeared like the mesh had split down the center. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.